Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.